Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the connector plate detached from the self-adhesive of the infusion set. This resulted in an insulin leak and the patient experienced elevated blood glucose levels.